Event description:
It was reported that when the patient increased their stimulation amplitude they did not experience any change. The patient experienced increased pain due to their stimulation issues. The patient then went to the hospital the following day to have their implantable neurostimulator (ins) checked. Impedance testing found the impedances on both sides were found to be ¿between 14436 ohms and 40000 ohms.¿ the patient then underwent an exploratory revision to test their system components. Initially the patient¿s ins was disconnected and an external neurostimulator (ens) and multi-lead trialing cable was attached the patient¿s extensions and leads. Impedance testing at that time found ¿different¿ values, ¿but many contacts¿ still had high impedances. The patient¿s extensions were then disconnected and the leads were directly tested with the ens. The impedance testing found that ¿one side of the impedance values were still normal, but on the other side were higher.¿ the patient¿s extensions were then reconnected, at which time 40000 ohm impedances were measured for all values. The patient¿s leads and extensions were then reconnected to their ins, ¿but still 40000 ohm impedance values were measured.¿ as a result of the troubleshooting the revision procedure was concluded and ¿it was concluded that all parts of the system¿ had issues. The replacement of the patient¿s ins system was planned for the ¿coming days¿ after initial report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3877-60, product type: lead. Product ID 3877-60, product type: lead. (B)(4). Correction: please note the product ids of the patient's leads have been updated at this time.

Event description:
Additional information reported that no lead fractures had been noted during the revision procedure. The patient continued to receive benefit from their therapy at the time of follow-up, despite the high impedance values. Though the patient's system remained implanted at that time, the replacement of the system was planned. It was noted that 'all impedance measurements were true' and that 'all impedance values were high.'

Manufacturer narrative:
Concomitant medical products: product ID: 37081-60, serial# (B)(4), implanted: 2014-(B)(6), product type: extension. Product ID: 37081-60, serial# (B)(4), implanted: 2014-(B)(6), product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).